Event description:
A journal article was reviewed that contained information regarding this lead model. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: inappropriate therapies, pace/sense "failures," "high-voltage coil failures," unacceptable thresholds, perforation, infection, "twiddling," and "death secondary to failed shock." Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The device is part of the advisory for this model. Referenced article: "system survival of nontransvenous implantable cardioverter-defibrillators compared to transvenous implantable cardioverter-defibrillators in pediatric and congenital heart disease patients." Heart rhythm. February 2010;7(2):193-198.